Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202156215, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 325 ml, flow rate: 2 ml. A report was received stating there was fast flow issue with the pump. The treatment time was expected to be 168-hours. The pump start time was (B)(6) 2016 at 15:00pm and the end time was (B)(6) 2016 at 15:00pm. The delivery time was 119 hours. Additional information received from the pharmacist on 20-may-2016 stated the facility started using the c-series pump in (B)(6). They currently fill the c-series pumps manually. Additional information received on 25-may-2016 stated that the nurse connected and started the pump for the patients at the infusion center and scheduled them to return for disconnection according to expected infusion time. The nurses were well educated on using the pump and the patient was educated on what to expect on the pump. Written material was provided to the patient detailing not to put pressure on the pump, keep the pump about 16-inches below the catheter site, and observe the room temperature while using the pumps. When the patient reported the infusion was not as expected, the nurse will go through all use conditions with the patient to identify an issue.